Event description:
As reported by the user facility through medwatch:per medwatch report #(B)(4), "volun (B)(6)-2015: accuflow (B)(4) lot #100925 used to administer a dose of 5-fluorouracil over 23 hours. The device is an elastomeric infusion device with 4mg/hr rate and 120ml volume. The device was placed on the pt. At 1300 (B)(6) 2015 to administer the dose over the 23 hours. The pt. Called the infusion center on (B)(6) 2015 stating that the device was empty at 0134 on (B)(6) 2015. The infusion should have been running until approximately 1200 on (B)(6) 2015. The entire 23 hour infusion was infused over approx 12 hours.

Manufacturer narrative:
(B)(4). No sample was available for evaluation. Without the actual sample, user, and / or facility contact information, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If a sample and/or additional pertinent information becomes available, a follow up report will be submitted. . No user contact information.